Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to reservoir migrated. Reservoir was explanted and replaced. Additional information was received. Reservoir migrated from abdominal area to scrotum. Patient was unable to pump device. Ipp was implanted in (B)(6) 2019.